Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch:4946260. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-06451. It was reported that the patient lost therapy due to ipg being inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Additionally, one of the patient's leads was also explanted and replaced with a new lead for an unknown reason. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that that during the ipg replacement it was discovered that one of the leads had migrated. Hence, the lead was replaced to address the issue.